Event description:
It was reported that a user experienced discrepant glucose values between the ilet system and a fingerstick, with the cgm/pump showing readings in the 60s to 80s mg/dl while a contemporaneous fingerstick measured higher, including a fingerstick of 112 mg/dl that was used to calibrate when the pump showed 83 mg/dl; the event followed treatment of nocturnal low glucose with oral carbohydrate and a subsequent smaller-than-usual meal announcement. Symptoms included low glucose consistent with hypoglycemia, with the lowest reported blood glucose of 60 mg/dl. Outcomes included recovery with oral glucose without need for medical intervention or hospitalization. Investigation included customer support troubleshooting and education regarding cgm lag versus fingerstick, expected variance between measurements, appropriate meal announcements, and device calibration. Investigation of this case revealed that the cause of hypoglycemia was unclear, and device malfunction was not confirmed. It was concluded that the event was user-manageable with education and calibration, with no further corrective action indicated at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.